Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. No frozen screen or pump error 68 noted during testing. However, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received trace pointers are invalid. Customer was unable to clear the alarm. Insulin pump had frozen display. The customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.